Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received a questionable result for one patient capillary blood sample using a coaguchek xs meter, serial number (B)(4).   The initial result was 4.9 inr. The patient did not feel that this result was correct. However, the patient was instructed to lower her coumadin dose based upon this result. There was no information provided to indicate the patient took this action. No medical treatment was delayed, provided, or withheld by the facility staff based upon this result. The medical assistant did not trust the initial result, and ordered an inr test for the patient from the laboratory as an addition to the patient's already scheduled laboratory visit. The patient went the laboratory within 20 minutes, and the result was 3.1 inr. The laboratory uses dade innovin reagent. The customer stated that they intended to contact the patient and advise her to stay on her previous coumadin dosing regimen. There was no allegation that an adverse event occurred. The patient currently feels fine.   The patient¿s therapeutic range is 2.5-3.5 inr and she tests approximately 1-4 times per month. She took her dose of coumadin approximately 12 hours prior to testing.   The patient is not anemic, has no hematocrit issues nor antiphospholipid antibodies. She is not taking heparin or direct thrombin inhibitors.   The meter and 19 test strips were returned, and replacement was sent.   The returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and an internal reference meter were used. Donor #1: 4.6 inr, 44% hct. Donor #2: 2.1 inr, 52% hct. Donor #1 results: retention meter and master lot strips: 4.6 inr. Customer meter and customer strips: 4.5 inr. Donor #2 results: retention meter and master lot strips: 2.1 inr. Customer meter and customer strips: 2.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material meets specification. Relevant retention test strips (lot 206630-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The retention material met the specification. No information was provided in the complaint case that would point to a cause for the result discrepancy.